Manufacturer narrative:
Result: worn brake plate kits.

Event description:
It was reported by service report that the brakes were not holding well. No pt involvement or adverse consequences were reported.